Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Kora 100dr coming from a replacement with vitatron leads is showing more than 3000 ohms of atrial lead impedance when performing the test but the sensing, and the pacing is completely normal and no noise or artifact is present at the in clinic follow up and there is no way to reproduce a dislodgment or no connecting issue with the physical movements. No time until replacement is showed only impedance 0.4 kohm.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Kora 100dr coming from a replacement with vitatron leads is showing more than 3000 ohms of atrial lead impedance when performing the test but the sensing, and the pacing is completely normal and no noise or artifact is present at the in clinic follow up and there is no way to reproduce a dislodgment or no connecting issue with the physical movements. No time until replacement is showed only impedance 0.4 kohm.